Event description:
I ordered abbott freestyle blood glucose test strips from (B)(4) which I am required by my health insurance, (B)(4) to use. The strips work with my omni pod remote insulin delivery device. I informed (B)(4) at the time of the order that there had been a recall of certain of these strips which were found to give lower blood glucose readings than were within the 20% +/- that FDA allows, which results in compromised control. The instructions from abbott were to only dispense strips with an expiration date of 08/2015 or later. (B)(4) sent me recalled strips. When I called to report their egregious error, they complained that they had no way of knowing of the recall, which was false because I knew about it and told them, and they had no way of checking expiration dates of the prescriptions they ship. How could that possibly be unless besides shipping recalled prescriptions (B)(4)is also shipping expired prescriptions? I also complained to (B)(4) and they refuse to even acknowledge the complaint about their contractor's misfeasance let alone do anything about it.